Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of myocardial capture and high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2000 ohms. Subsequently, this lv lead was found out to be fractured. It was also reported that the patient had shortness of breath. The device was programmed to rv only pacing. The patient will be scheduled for lead extraction. This lv lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that this lv lead was explanted and will be returned for analysis. It was also noted that this lv lead did not deliver pacing when required. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 364-365 from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.